Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Three out of 9 connectors of the tigerpaw system ii device were not engaged. Two not engaged connectors were out of tissue. There was no patient negative effects.